Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n271626, implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was too close to their spine and was pushing against their vertebrae. The patient was experiencing this pain for a year and a half before they had their device revised. The ins was moved to the patient¿s buttock area on (B)(6) 2014. The patient did not have concerns with their device or therapy at the time of the report.